Manufacturer narrative:
Correction submitted under mfg report number 2015691-2017-00453 followup no. 1: additional information obtained clarified that the valve in valve event that was previously reported in this MDR against the 26mm sapien 3 valve, never occurred. The first valve was implanted in the descending aorta and the second valve was successfully implanted in the annulus, please refer to mfg report number 2015691-2015-03093. The new event reported is a discovery of thrombus on the valve (date unknown). As information is not forthcoming, currently there is no information to suggest a serious injury occurred. As such this MDR was reported in error and a corrected supplemental report is being submitted. The file will be reviewed should additional information is received.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(4), post implant of a 26mm sapien 3 valve, thrombus was detected on the valve and a second 26mm sapien 3 valve was deployed.

Manufacturer narrative:
Additional information obtained clarified that the valve in valve event that was previously reported in this MDR against the 26mm sapien 3 valve, actually occurred during the initial tavr procedure. The first valve was implanted in the descending aorta and the second valve was successfully implanted in the annulus. The valve in valve event was not related to the thrombus and there is no information to suggest the patient was symptomatic or was treated beyond the initiation of vitamin k antagonist. As such this MDR was reported in error and a corrected supplemental report is being submitted. The file will be reviewed should additional information is received. Ref. Mfg report number 2015691-2015-03093.